Event description:
It was reported the patient presented to the hospital. Upon interrogation, it was noted the right ventricular lead exhibited a loss of capture and decreased r-wave amplitude sensing. The right ventricular lead was capped and replaced on 7 apr 2023. The patient was discharged following the procedure.